Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. One of the tabs on the reamer attachment component was broken. The damage observed on the complaint sample was determined to have been caused by miuse and would not occur as a result of repeated intended use. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. A manufacturing review was completed and there were no discrepancies found. No further investigation is required. (B)(4)

Event description:
Per email received 01-jul-2013 customer reports; during an unknown patient procedure, the end of the reamer broke during use. No patient injury or adverse events reported. Procedure was completed without further incident.